Manufacturer narrative:
UDI: (B)(4). Initial reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the directional switch was not functioning on the motor device. It was further determined that the hand control did not work and the bearing was defective and noisy. It was further determined that the device failed pretest for hand control assessment, noise assessment, safety assessment, motor thermistor assessment and loctite and cable assessments. It was noted in the service order that the device had lack of power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.